Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event of abdominal pain and cloudy pd effluent. The cause of the events were not reported. It was reported that the patient was hospitalized. Treatment for the event was not reported. The patient outcome was unknown. Action taken with pd therapy was maintained. No additional information is available.